Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, a patient underwent treatment of a 9cm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk-ipsilateral leg component was placed trans-renally and viabahn components were used as chimneys in the renal arteries. It was reported the sheath was too short to accommodate the length of the anatomy when attempting to cannulate the contralateral gate. The contralateral leg component was then pushed to be inserted into the gate. Upon removal of the catheter, the olive and a segment of polyimide wire attached, were retained in the patient. It is not known at what point the olive and polyimide segment broke off. The olive segment with the attached wire segment were captured by means of snare technique. The patient did well following the procedure.

Manufacturer narrative:
The engineering evaluation stated the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. There was a twist on the polyimide guidewire where it had pulled out of the trailing olive. A twist in the guidewire lumen is indicative of the device being rotated. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the event. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use,(IFU) states, do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. The IFU further states, do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.